Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results while using the cobas® sars-cov-2 assay on the cobas 68800 system. No harm was alleged. Additional information has been requested and an investigation is ongoing to evaluate the customer issue.

Manufacturer narrative:
Investigation is on-going. A supplemental MDR will be filed upon the conclusion of the MDR (B)(4).

Manufacturer narrative:
Based on the investigation performed and the information provided there is no indication the product is not performing as intended. Although unknown, the discrepancy alleged could be due to differences in technology or site and/or sample specific factors. (B)(4).